Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the motor drive unit was not working. It is unknown how the procedure was completed. There was no adverse patient consequences. During the product evaluation it was noted that the coupler was found to be broken.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a broken coupler.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.